Event description:
It was reported that at the start of a benign prostatic hyperplasia (bph) procedure the fiber was almost immediately broken/head went off. How the procedure was completed was not provided. Patient had no complications.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): based on the device analysis, the product complaint "broken/head went off" could not be confirmed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "broken/head went off" could not be confirmed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Further information provided indicates the first fiber was in use for 5,934j and 10:45 minutes prior to the issue occurring. The fiber tip was cleaned during the procedure. A second fiber was utilized to complete the procedure.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the cap is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist.